Manufacturer narrative:
Aso reviewed records for absorbency test performed on pre-shipment samples of the same lot number with results acceptable. However, aso did not receive information from the consumer on this lot number until 05/03/2016 and has contacted the manufacturer to inform about lot number and to provide testing results on the same lot number. Aso will follow-up on this report upon receipt of test results from manufacturer and continue to monitor the complaints system for adverse event reports in this item.

Event description:
Consumer reported that he used the device to cover a laceration and this stuck to his wound pulling the scab. On (B)(6) 2016 aso was notified that the consumer reported that this incident delayed the healing for about one week and sought medical help. Doctor changed dressing to a xeroformpetroleum dressing.

Manufacturer narrative:
Aso reviewed records for absorbency test performed on pre-shipment samples of the same lot number with results acceptable. However, aso did not receive information from the consumer on this lot number until 05/03/2016 and has contacted the manufacturer to inform about lot number and to provide testing results on the same lot number. Aso will follow-up on this report upon receipt of test results from manufacturer and continue to monitor the complaints system for adverse event reports in this item. On 05/26/16 aso received absorption test results for retained samples of the same lot number from the supplier.

Event description:
Consumer reported that he used the device to cover a laceration and this stuck to his wound pulling the scab. On (B)(6) 2016 aso was notified that the consumer reported that this incident delayed the healing for about one week and sought medical help. Doctor changed dressing to a xeroformpetroleum dressing.